Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg was deemed inoperable. In turn, surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted.

Event description:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2019-14330.